Manufacturer narrative:
B5: updated description - upon receipt of additional information from the investigation results, an associated cc and MDR were created investigation results: the implant components arrived in a decontaminated conditon for investigation. Investigation was carried out visually and microscopically. The explants show no visible damages. The femur component exhibits nearly the complete used bone cement with traces of interdigitation to cancellous bone on both sides. It has also been found that the femur components was implanted with wedges. The femur box exhibits clearly visible imprints which were caused from the femur stem. Furthermore the interface between the stem and the femur box show visble traces of movement between both components. The endure meniscal component shows visible scratch marks on the gliding surface. No metal abrasion on the surface of this component could be determined. Therefore third body wear is most likely caused due to bone cement remainings. The enduro hinge shows clearly visible signs of hyperextension. The available x-ray figures show a loosening of the extension stem and the femoral component. The device quality and manufacturing history recors have been checked for al available lot numbers and found to be according to our specification valid at the time of production. No similar incident have been filed with products from these batches. Based on the information available it is not possible to determine a definitive root cause for the failure. It could be possible that the failure is patient/usage related. There are no hints for a material problem. According to the quality standard and device history record files a material defect and production error was not found. It could be possible that the bone degraded and a result of this the used cement loosed from bone. Micro movements resulting therefore may have caused/contributed to a loosening of the interface between the shaft and femoral component and finally to a loosening of the femoral component. Another possible root cause for could be an insufficient tightening of the femoral stem. A CAPA was not initiated.

Event description:
Associated medwatch report: (B)(4). Involved components: nr883m - enduro meniscal component f2 16mm - 52280254 nb014203 - hinge ring f1/f2 - 52390303.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with an enduro femoral component. Femoral loosening and loosening of the shaft nut of the femoral stem extension to the femoral box with damage to the axle bearing in the condition after revision of the left knee. A revision surgery was necessary. Additional information was not provided. The adverse event is filed under aag reference (B)(4).